Event description:
Customer reports the fluoro failed during a ureteroscopy. Staff was able to complete the procedure with the endoscope and did not use fluoro. No patient injury. No additional details are known.

Manufacturer narrative:
Tech service had biomed check the (B)(6) graphics display setting and found that someone had apparently changed it to 16 bit. Tech service had biomed change it back to the 32 bit and the fluoro images are now displayed on the monitors. The system is now functioning without any issue.